Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 30mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed with a different device. There were no patient complications reported, and the patient was in good condition post procedure.